Event description:
The reporter states doing meter to lab comparison tests, within 1 hour. Rptr got a reading of 116mg/dl on rptr's meter, and the lab test result was 175mg/dl. Rptr did not have any symptoms. The report did not contain any info on possible control solution testing. No harm was alleged. Followup attempts to contact the reporter for further info have not been successful.